Event description:
The pt reported that she has had surgery in 2005 for a meniscal repair using a meniscus arrow, and following the surgery she continued to have pain for 3 years. In 2008, the pt underwent another surgery at which time new articular cartilage chondral damage was found to the medial femoral condyle described as 2-3mm in width and 2mm in depth. To date, no further info is available.

Manufacturer narrative:
The instruction for use provides the following info. Absorbable meniscus arrow is constructed of self-reinforced polylactide homopolymer, and copolymer materials. Contraindications: meniscus arrow should not be used in flap- or radial tears, non-compliant pts, pts with active or potential infection (for example pts with immune deficiency), or on pts with known or suspected allergy to implant material. Meniscus arrow should not be used in lesions that would not be considered for repair by suturing. Precautions and warnings: arrows may protrude through the knee capsule. The use of proper arrow length and positioning is critical. Protruding tips may be removed through small skin incisions if necessary. Cannulas have sharp edges. During insertion of these instruments the obturator should be kept inside the cannula and great care should be taken not to harm articular cartilage. Effusion in knee may occur in postoperative period as seen with other techniques or meniscus fixation. Cartilage lesions are a potential risk if arrows are not correctly inserted and positioned, e.g. A large part of the arrow is protruding into the joint or the t-head is not parallel to the tibial plateau. Caution should be taken when repairing tears located in the peripheral area on the central third of the medial meniscus to avoid arrow contact with the medial collateral ligament.